Event description:
It was reported that shortly after implant, the patient experienced phrenic nerve stimulation due to a micro-dislodgement of the left ventricular lead. The following day, device reprogramming was performed and the nerve stimulation subsided. The patient was noted to be in good condition throughout the event. On (B)(6) 2015, the patient was seen in the hospital after experiencing additional phrenic nerve stimulation due to the micro-dislodgement. Device reprogramming was performed. On (B)(6) 2015, the patient was seen for follow-up where phrenic nerve stimulation was present in certain positions. The pacing vector was changed and the stimulation was not present at maximum output. The patient was noted to be in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).